Event description:
It was reported that the pacing impedance measurements of the right ventricular (rv) lead of this pacemaker system had decreased as low as less than 200 ohms, which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. Technical services (ts) analyzed device episode data and found that there were two stored ventricular episodes where there was noise in bipolar configuration with oversensing and greater than three seconds of pacing inhibition. It was also observed that the capture threshold had risen to three volts during the rv automatic capture test with suspensions due to respiration and low evoked response. Ts advised lead evaluation and possible revision. It was noted that the device was reprogrammed in clinic and a lead revision will be scheduled in the future. Patient was dependent on pacing. No adverse patient effects were reported. Currently, this pacemaker system remains in service.